Manufacturer narrative:
The device was received by the manufacturer on 10/12/2021. The complaint of black spots can be confirmed on the returned one (1) open/unused device. As received there were black-brown spots observed on the male luer of the returned device. The burnt particles were fully embedded and not exposed to the fluid path. This is a cosmetic anomaly. No other damage or anomalies were identified on the set. The probable cause of the embedded burnt material is due to a molding error. The lot history of the returned device was reviewed and no nonconformities were observed that may have contributed to the reported complaint.

Event description:
It was reported that there was dirt in the tubing upon removal of the package. There was no concomitant drug used and no concomitant device involved. There was no patient involvement, no adverse event/patient harm, and no delay in critical therapy. No additional information is available at this time.

Manufacturer narrative:
The device is expected to be returned, to the manufacturer, for further analysis.